Manufacturer narrative:
Corrected to reflect MDR reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they couldn't sleep because they were worried about the lost programmer. They were using a million pads a week. They would be discussing the device with their healthcare provider and they were not sure if they were going to continue using the device. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the patient believed their implant had caused a lot of trouble and they were considering having it removed. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the patient did not know whether it was a device issue or therapy issue in regards to the implant causing a lot of trouble, but the patient was still using a lot of pads. It was noted that the patient was going to have it taken out as there now was no difference. The patient was going to try botox. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was still implanted and they had not decided on what to do yet. No further complications were reported/anticipated.